Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The sales representative reported that the device was leaking during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Based on the original reported event we assessed the event as having a potential for serious injury to the patient, user or other person. After obtaining additional information, we have determined this incident is not reportable, this event would not lead to death or serious injury to the patient, user or other person.

Event description:
The sales representative reported that cable connector is loose.

Event description:
The sales representative reported that the device was leaking during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.